Event description:
Related manufacturer report numbers: 2017865-2022-05974, 2017865-2022-05979. A system-wide infection was reported. The pacemaker and the accompanying atrial and ventricular leads were explanted. There was suspicion of lead vegetation. Further information was requested but not available. The patient condition was unknown.

Manufacturer narrative:
The lead was returned with no reported malfunction. Deformation was found related to procedural damage. Visual inspection found no anomalies.